Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Additionally, healthcare professional reported "hole, non-specific" and "hole on valve side". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, opening crack. Leak test was performed and found opening on posterior side, opening crack on diaphragm valve and delamination. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool and opening crack on diaphragm valve. Based on the device analysis the final assessment is a striated edge opening on posterior side due to surgical damage and a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.